Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the open reduction internal fixation surgery using the multiloc humeral nail. Due to covid 19 restrictions sales representative had to communicate remotely during the surgery and which caused miscommunication as well as connection issue resulting in the surgeon using incorrect instrument during surgery. The surgery was completed successfully within thirty (30) minutes surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 8.0mm/3.2mm drill sleeve 200mm this is report 1 of 1 for complaint (B)(4).